Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm was reading in the 100s mg/dl but the fingerstick bg was 520 mg/dl. No symptoms were provided. The patient was hospitalized with diabetic ketoacidosis (dka) from (B)(6)2022 to (B)(6) 2022. No treatment details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.